Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 8.5mmol/l. Customer does not recall any significant events that may have caused the alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window. The device was received cracked case at display window corner, battery tube threads, and reservoir tube lip. The device was received with broken belt clip slot and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.